Event description:
It was reported that during a cerebral vasodilatation of an anterior cerebral artery that was not calcified and heavily tortuous, while advancing the rapid transit (mc) microcatheter (601-251/ (B)(4)) there was severe resistance and the microcatheter fractured and separated at about 15cm from the distal end. The physician managed to safely retrieve both the proximal and the distal pieces of the separated microcatheter from the patient, because the guidewire caught the proximal piece of the separated microcatheter. No other device was used to remove the piece. No kinks were noted in the mc that may have contributed to the event. Afterwards, the procedure was continued using another mc (details unknown). There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The guidewire used was a transend .018 (B)(4). A picture of the reported event was not available. Other than the reported event, no other damages were noticed on the device, and the product is not going returned for evaluation. No further information was provided.

Manufacturer narrative:
The patient was a child with gender exact age, dob and weight unknown. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during a cerebral vasodilatation of an anterior cerebral artery that was not calcified and heavily tortuous, while advancing the rapid transit (mc) microcatheter (601-251/ 15004075), there was severe resistance and the microcatheter fractured and separated at about 15cm from the distal end. The physician managed to safely retrieve both the proximal and the distal pieces of the separated microcatheter from the patient, because the guidewire caught the proximal piece of the separated microcatheter. No other device was used to remove the piece. No kinks were noted in the mc that may have contributed to the event. Afterwards, the procedure was continued using another mc (details unknown). There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The guidewire used was a transcend .018" (bsj). Other than the reported event, no other damages were noticed on the device. There is no further information available regarding whether there was resistance between the microcatheter and vessel, catheter, sheath, or guidewire or whether excessive torque or withdrawal force was used. No further information is available. It was reported that the rapid transit is not being returned for evaluation and there are no pictures of the device after the event. A review of the manufacturing documentation associated with this lot 15004075, the following was found. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Without the return of the device for analysis, no conclusion can be made. Based on the reported heavily tortuous vessel characteristics and severe resistance encountered during use of the rapid transit, it appears that procedural factors may have contributed to the reported separation. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. With review of the device history results, there is no indication of any manufacturing issues related to the event, therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The DHR review indicates that the product was tested and inspected per established manufacturing requirements, and the lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.